Event description:
Customer reported a high blood glucose reading of over 400 mg/dl. Customer declined troubleshooting for high blood glucose and stated that she had changed the infusion set and was monitoring the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.